Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient services is flagging this call because the patient stated as they read "what, therapy has been turned off?" On the app and then they got a 'device is not responding, reposition communicator over the internal device' screen. Patient services explained to the patient that they'd moved the communicator away from their implant site and the patient then repositioned the communicator over their ins and was able to successfully connect again to their settings. The patient then stated that now the therapy was on (because they turned it on) and that everything was good. Patient services tried to clarify with the patient if they'd turned the therapy off when they initially connected and the patient swore that "no" they did not turn it off, that it turned off by itself. Patient services reviewed with the patient that the therapy should not turn off on its own and reviewed with the patient to call back if they ran into any other issues. Patient services wanted to note that the patient was difficult to follow at times and was slightly confused on the function of the external devices so patient services reviewed information on external device function with the patient and the patient's reason for call was met. The external devices otherwise seemed to be functioning as intended. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.